Event description:
It was reported that during the implant procedure, the helix could not be extended after two attempts. The lead was not implanted. Case was abandoned. Patient¿s condition was fine and the patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(6) 2017.